Event description:
Customer reported, she was hospitalized due to low blood glucose. Customer stated that she was unconscious from (B)(6) until she was found on (B)(6). Blood glucose at the time of the admission was less than 30 mg/dl. During troubleshooting; customer is able to rewind and prime the insulin pump. Customer stated that the reservoir is showing the same amount of insulin as shown on the status screen. Insulin pump passed the displacement test. Current blood glucose value 303 mg/dl; treated with 10.5 units of insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.